Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to prime. The delivery was blocked during priming. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement self-test, prime and seating test. Was monitored and primed properly noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.